Event description:
The patient experienced morphine underdose (not specified) 2 days after a pump refill and reprogramming. The patient was treated with subcutaneous morphine and treatment in intermediate care. Interrogation of the device and a rotor study showed a motor stall. The hcp was unable to reprogram the device. The device was replaced. No further patient complications had been reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.